Manufacturer narrative:
E4. The initial reporter also notified the FDA in may 2024 according to medwatch report # (B)(4), day of report was not provided. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® urine complete cup kit an unspecified number of tubes had significant condensation and did not fill completely. There was no health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® urine complete cup kit an unspecified number of tubes had significant condensation and did not fill completely. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated: 10 retentions were visually inspected with the closure correctly assembled and placed on the tubes with a normal appearance for the additive on the side wall of the tube. Additionally, 5 retains were functionally evaluated for draw volume and all tubes tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill and additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.